Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. The issue resolved prior to the call to technical support, and the pump began charging using the tandem wall adapter and charging cable.